Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Description/event details: material: 305211, batch:3348565. During our visual control process, we have found filter needles with this type of defect. Does this defect have any impact on functionality or on any other needle properties? Additional information: our service provider who performs pre-sorting pf filter needle bd 305211 batch 3348565 inform us about (B)(4) pieces with this defect ( see attachment) and not as was on the picture in my previous mail, the defect was discovered during pre-sorting of your material from 16-24 january 2025. Around (B)(4) pcs of batch 3348565 were rejected due to different kind of defects.

Manufacturer narrative:
(B)(4) follow up. It was reported there was a defect with the filter needles. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, four photos were received for evaluation by our quality team. The photos show a needle assembly in the packaging blister. Three photos show the area where the needle joins the needle hub; no defects or imperfections were observed. The fourth photo shows a needle the appears to have some discoloration towards the needle tip. No other information could be obtained from the photos. A device history record review was completed for provided material number 305211, lot 3348565. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.